Manufacturer narrative:
Section d9 - corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file; however, the reported event of the controller becoming hot to the touch was not confirmed. The log file captured a backup battery fault alarm correlating to a load test condition on 02may2025. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm intermittently cleared and reactivated throughout the remainder of the data, and the pump operated as intended. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. Temperature measurements were also taken at various areas on the controller after extended testing; all measurements were observed to be within a typical range of an operating controller, and the controller did not feel warm to the touch throughout testing. The root causes of the reported events were unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate backup battery fault alarms without a known root cause. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mechanical circulatory support (mcs) coordinator received a call from the patient who stated that they had a backup battery (ebb) fault alarm on their primary system controller after the system controller became very hot. The patient tried multiple self-tests to clear the alarm with no success. This was confirmed over phone call and facetime. The patient had ebb fault alarms on this system controller, which initial resolve after ebb exchange but then come back. The patient had a pump exchange on (B)(6) 2024, then had an ebb fault on (B)(6) 2024 where the system controller was exchanged due to the system controller sound on the self test, then on (B)(6) 2025, the patient had an ebb fault where the ebb was exchanged, and now on (B)(6) 2025 there were ebb faults where the system controller was exchanged. The patient did not have enough gas to get to the clinic although the patient was recommended to come into clinic for the exchange, so the mcs coordinator instructed the patient and their wife over call/facetime to perform the system controller exchange. The patient's wife performed the system controller exchange with no complication. A self test was performed, and the device readings were as follows: speed: 6300 rpm, flow: 5.9 lpm, pulsatility index (pi): 2.9, power: 5.6 w. The patient tolerated the change out well. Mcs coordinator had programmed a new system controller sn: (B)(6) in clinic to give to the patient. Log files were not obtained, and the reported issues resolved with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.